Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated they had a return of gastroparesis symptoms and has been hospitalized 4 times for it. They are currently at a short term care facility and want to have the stimulator checked. They stated they cannot get in to see their healthcare provider (hcp) until (B)(6) 2021. Agent did not ask about the circumstances that led to the reported issue. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). They reported that they had received a device from a manufacturer representative to make adjustments, however, the patient's gastroparesis symptoms had not resolved. They were redirected to the national answering service (nas) to page a representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation.  It was reported that the patient had a loss of therapy; caller states that about 2 weeks ago the patient was hospitalized due to stomach pains. Caller states that the patient was in the hospital for almost a week and was doing well so they sent the patient home. The patient barley made it 24 hours at home before they went back to the hospital. The patient has been at the hospital since. Caller states that the patient handles liquids and soft foods fine, but they cannot handle solid foods at all. As soon as they start the solid foods the stomach pains return. Caller thinks there is something wrong with the device and the doctor at the hospital wants it checked on; information was reviewed and the number to nas was provided agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed the patient was redirected to their healthcare provider to further address the issue. No further complications were reported/anticipated at this time.